Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a thrombus. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4 with dilated left atrium and left ventricle; hiatal hernia. The patient was heparin-induced thrombocytopenia (hit) positive and angiomax was used during the procedure instead of heparin. The first clip was deployed with no reported issue. The second clip (cds0706-nt lot: 20927r1019) was inserted and the clip was steered down to the valve. It was then noticed that there was something near the end of the shaft. There was a suspicion of clot; therefore, the clip was removed, and the guide aspirated. Another clip was prepared and deployed with no reported issue, reducing mr to grade <1. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported thrombosis/thrombus (mitral/tricuspid valve: no treatment) could not be determined. The reported patient effect of thrombosis/thrombus, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.na.